Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the proximal left anterior descending (lad) artery. The lesion was pre-dilated with a semi complaint balloon. The 3.50x18mm xience alpine stent delivery system (sds) was advanced with difficulty to the lesion when it was determined the stent would not cover the lesion therefore it was decided to exchange for another one. During removal the sds met resistance with the 6fr guiding catheter could not be retracted. It was noted the stent had moved a few millimeters on the balloon therefore it was decided to deploy the stent in the radial artery. Another xience sierra was used to complete the procedure. A clinically significant delay was reported. No additional information was provided.